Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was done under local anesthesia. During preparation, when the diluent was injected into the vial and dissolving the powder, three small dark grains were found sticking inside the vial. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was done under local anesthesia. During preparation, when the diluent was injected into the vial and dissolving the powder, three small dark grains were found sticking inside the vial. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was done under local anesthesia. During preparation, when the diluent was injected into the vial and dissolving the powder, three small dark grains were found sticking inside the vial. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a180104 captures the reportable event of foreign substance in the device. Block h10: investigation summary: the spaceoar device was returned with uncapped accelerator syringe, and an empty diluent syringe that was connected to a vented vial adaptor (vva) and powder vial. The powder vial was full of solution and had been mixed. Visual inspection of the powder vial contents in the state the device was returned could not identify any foreign substances. Only a few small bubbles were observed. The vial was then carefully opened so the contents could be closely inspected. The solution within the vial was emptied into a large beaker, and no foreign substances were observed in the solution. The inner surfaces of the vial were carefully rinsed, and again no foreign substance were observed. Device history records review: a device history record (DHR) review confirms the device met all manufacturing specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: product analysis was performed the reported complaint could not be confirmed. Labeling review: a labeling review was performed, and based on the information provided there was no indication that the device was not used in accordance with the dfu. Investigation conclusion: based on all available information and objective evidence from product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.